Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no sound or beep due to defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported during bench repair evaluation; there was no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported.